Event description:
Additional information was received confirming that it is unknown whether this occurred during a procedure or not. He went on to note that the unit was not inspected prior to use as their staff does not perform pre-use inspections. Furthermore, it was confirmed that if the event occurred during a procedure, it was a diagnostic case, as that is all this device is used for. The customer then confirmed that all procedures performed with the subject device had been complete successfully with no impact to the patient(s).

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information does not alter the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty igniter was discovered and caused the reported failure mode. Additionally, the output connector was found worn-out, causing a slow connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the main lamp on his olympus visera xenon light source was not igniting, and instead the spare lamp was coming on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty ignitor. Olympus will continue to monitor field performance for this device.